Event description:
The customer reported a failure to obtain an etco2 reading during a pt event. The device was being used on a pt in cardiac arrest. The pt was intubated and tube placement was confirmed by the paramedics. Initially a reading of 7mm hg was obtained by the first defib, then shortly after there was no waveform or numeric value. Troubleshooting was attempted by again confirming placement of the endotracheal tube and changing the filterline. No reading was obtained despite troubleshooting efforts. The defibrillators were used during this event. The reported failure of the first defibrillator used is investigated in (B)(4). A back up defibrillator (the defibrillator reported addressed in the report) was used and also experienced an etco2 failure. The involved pt died, but there is no allegation that the device played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to obtain at etco2 reading during a pt event. The device was being used on a pt in cardiac arrest. The pt was intubated and tube placement was confirmed by the paramedics. Initially a reading of 7mm hg was obtained by the first defib, then shortly after there was no waveform or numeric value. Troubleshooting was attempting by again confirming placement of the endotracheal tube and changing the filterline. No reading was obtained despite troubleshooting efforts. Two defibrillators were used during this event. The reported failure of the first defibrillator used is investigated in (B)(4). A back up defibrillator (the defibrillator reported addressed in this report) was used and also experienced an etco2 failure. The involved pt died, but there is no allegation that the device played a role in the pt's outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.